Event description:
Caller alleged discrepant results with the inratio2 meter on (B)(6) 2012. The initial result was 3.9. Repeat result was 5.2, which was performed within ten (10) minutes. It was reported that the customer was milking their finger after the finger stick. It was reported that the customer was milking their finger after the finger stick. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012 1st inr = 3.9, 2nd inr = 5.2. Mean = 4.55, sd = 0.92, %cv = 20.20. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and lab based pt testing. Customer utilized the same fingerstick for both tests and was milking the finger. Customer techniques may lead to errors in testing. Since %cv is more than 20%, the test failed the criteria for precision. Reviewed reference test on reported lot 281271. In-house therapeutic donor testing has been performed on reported lot 281271 on (B)(6) 2012. Results as follows: donor 201, inratio: 1.7, 1.9, 1.9; reference: 1.79; bias threshold: 1.29-2.29; %cv: 6.30. Donor 202, 2.7, 2.9, 2.09; reference: 3.09; bias: 2.09-4.09; %cv: 4.08. All replicates for each donor are within the acceptable bias for accuracy. The product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. The customer's improper operational technique in testing, may affect test accuracy. No product was expected to be returned. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), this issue will continue to be tracked and trended.